Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head stopped transmitting images. The event occurred during a cryoablation procedure. The intended procedure was completed using an olympus backup device. There were no reports of patient harm.